Event description:
This case was initially reported as capsule that would not display the capsule ID# on the receiver. However, after internal investigation it was noticed that the delivery system and the capsule arrived separately, the plunger was released and the trocar needle is advanced. This case will be investigated as attach case.